Manufacturer narrative:
Evaluation of the device determined that the volume knob did not rotate freely and the software was unable to be updated. The device was repaired and returned to the customer. The compact flash card and touchscreen pcb was replaced, and the software was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the mainframe was not working properly. It was noted that no patients were involved.